Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. Customer took honey to correct 20 min later blood glucose level was 80 mg/dl and 106 mg/dl at 1:04 am. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not returned device for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with faded serial number label. (B)(4).